Event description:
Rptr claims she had 9 mercury containing dental amalgams placed in 1981. Rptr complains that since placement of amalgams she has experienced "mental disturbances", such as: inability to concentrate, panic attacks, impulsive behavior, excitability, and hearing voices in her head "like a radio transmission". Rptr states that symptoms have gotton progressively worse with age, as she is now 37 years old. Rptr states she has done extensive research at the library regarding the effects of mercury in humans, rptr claims "there is scientific evidence that proves mercury is poisonous, and goes straight to the brain. Mercury has been found to cause dementia". Rptr states that "no metal should be placed in a person's mouth, and it should be stopped." Rptr could not recall any MFR info.